Manufacturer narrative:
On 16-oct-2023, bwi received additional information indicating that the complaint device's lot number was 31060190l. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart failure. It was reported that during the ablation, the display of the catheter¿s indication disappeared frequently. Stsf, halo, and coronary sinus (cs) were displayed in carto3. Stsf display returned when the ablation was stopped, but cs indication was unstable, and halo disappeared when ablating and was almost impossible to be displayed even after the ablation. Everything was displayed stably until the start of the ablation. ¿learn new¿ was displayed irregularly and frequently more than 5 times. The issue occurred at the very start of ablation. The metal interference values, patch status, indifferent electrodes, and sensor cable routing were all checked. The problem was not resolved by releasing the tube ball and other conventional measures. When ¿learn new¿ was displayed, the procedure was resumed by pressing ¿learn new¿. The problem was not resolved, but because it was cti (cavotricuspid isthmus) the procedure was continued and completed. The coronary angiography (cag) was performed after atrial flutter (afl) ablation, and heart failure occurred when the patient was ready to be released. Symptoms subsided with administration of medication, and the patient left the room. The patient was also on the verge of heart failure at the time of the outpatient visit. The adverse event was discovered post use of biosense webster products. Intervention provided was administration of medication. Outcome of the adverse event was that the patient's condition improved. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 20-feb-2024, the product investigation was updated with the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 31060190l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).